Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "the tubes did not fill to the minimum fill level. The tubes did not fill up to the mark (minimum fill level). Patient was punctured twice, in two cases the tubes filled correctly. Subsequently, an attempt was made to fill three tubes with water. Here, too, the minimum filling level was not reached."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "the tubes did not fill to the minimum fill level. The tubes did not fill up to the mark (minimum fill level). Patient was punctured twice, in two cases the tubes filled correctly. Subsequently, an attempt was made to fill three tubes with water. Here, too, the minimum filling level was not reached."